Event description:
Caller indicated the assure 3 was giving variable results. At 11:00 pm he checked his bg and it read "hi." At approx 11:02 he retested and got 270 which is high for him, so he took glucotrol and went to bed. He woke up at 7:00 am feeling ill and diaphoretic. Checked bg at 7:02 am and it read "lo" so he ate a muffin at 7:05 am. I asked her if it is possible he did not get enough blood on strip and she said that he said he had a lot of blood. The blood thinner makes him bleed well. He retested at approx 7:07 am = 298 and 7:08 am = 301. He said he did feel better after eating muffin. No medical treatment administered. Just now they ran a cs test and the level 1 reads "lo" but level 2 is within range. Suspect the cs is contaminated.

Manufacturer narrative:
Product involved in incident was returned and evaluated. Meter and strips performed within spec. Returned control solution is contaminated indicating user error.